Event description:
A doctor reported diagnosis of a corneal ulcer, right eye, associated with wear of focus monthly visitint lenses and use of solocare aquify contact lens solution (separate MDR submitted). Pt is reported to have poor vision in left eye & to not handle contact lenses in a hygienic manner. At 2 day follow up visit, referred to hosp for treatment of a central corneal abscess and possible intraocular infection. Severe pain reported. Diffuse infiltrates in the corneal stroma & anterior chamber reaction noted. Pt hospitalized 10 days for treatment of hypopyon & abscess. Visual acuity after symptoms in right eye reported as 1/20 with correction. Pre-event acuity reported as 10/10. Initial treatment ciloxan, then vancomycin & forton added. Discharge instructions to continue treatment with atropine. Ciloxan, celluvisc, vitamin a, desmodine, furgizone & tobrex for 7 days. No lot info was provided. Request has been made for additional info, however, no further info is available.

Manufacturer narrative:
The reported was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as an infectious corneal ulcer." H6. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.